Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered no defects other than those pointed out by the user. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the visera pro xenon light source suddenly goes off. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Correction to the initial report, h10: upon inspection of the device, the customer's complaint was not confirmed. The device was turned on and off 50 times and operated for 1 hour, but the event could not be reproduced. The amount of light was measured using a light meter, but no abnormalities in the amount of light could be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the loss of image could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.